Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 707 mg/dl. The customer also mentioned other blood glucose values such as 161 mg/dl, 300 mg/dl. The customer reported that insulin pump had no delivery alarm. Cannula was bent of infusion set. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.